Manufacturer narrative:
Patient's tmj mandibular components were revised with all-titanium devices. Multiple MDR reports were filed for this event. Please see the associated report: 2031049-2020-00051.

Event description:
The patient's right mandibular tmj mandibular component was removed and revised due to material sensitivity.